Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to received information in service report, the internal leakage test failed during pre-use check and replacement of the nozzle unit on air gas module solved the issue. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. Based on information provided by technician last preventive maintenance was performed on april 2024, however the reason for not replacing the pm kit according to the manufacturer¿s specification last year is that the customer did not have a service contract. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective nozzle unit.

Event description:
Manufacturer ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).